Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. A choice guide wire was advanced inside the patient's anatomy. At an unspecified time during the procedure, "the tip of the wire broke off in the patient. They were able to retrieve." No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).